Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular lead. The lead also exhibited a slight decrease in pacing lead impedance. The lead was capped and replaced without consequence to the patient.